Manufacturer narrative:
The medical product is not available for analysis and could therefore not be analyzed. The analysis is therefore based on the available iegm episode and an x-ray image. The analysis of the available episode was able to confirm the clinical observation. Interference signals could be seen in the rv channel, which were detected as vf, leading to shock deliveries. The available x-ray image showed the implanted leads in the pocket area. A convoluted winding of the leads with sometimes small radii could be seen. Despite the available information, no conclusive evaluation of the defect cause can be provided since this would require an examination of the lead itself.

Event description:
Ous MDR. It was reported that the patient had received several inappropriate shocks. The lead was capped. No deterioration of the patient's state of health was reported.